Event description:
According to the complainant on february 21 2024, "sn (B)(6) stopped the IV drip and amended the vtbi to follow the bag with the rate written as 62.5ml/hr. At 0015h, IV antiobotic meropenem 1g was give by "sn (B)(6) using the same infusion pump before this running another IV drip. After medication finish, "sn (B)(6) put back the IV drip and key in the same rate that written on the IV drip bag. At 0530h, infusion pump alarmed due to drip finish. "Ssn b" went to silent the pump meanwhile "sn (B)(6) was at another bed taking bloods. After "sn a" done with it, she went to ask "ssn b" what is the drip that need to top up, hm or ns. "Ssn b" did mentioned to me that the ivb drip rate was wrong which is 62.5ml/hr. The correct rate should be 41.67 ml/hr. "Sn (B)(6) double check with the current empty bag and confirmed written of 62.5ml/hr. The drip was put by "sn (B)(6) at 2059 on 20 feb 24. "Sn (B)(6) confirmed with "sn (B)(6) that the drip was put by her was 41.67ml/hr users want to know when was the rate amended to the wrong rate of 62.5ml/hr. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files from 2024-02-20 and 2024-02-21 were analyzed. A space line neutrapur was selected and 2024-02-20 at 06:55pm. The infusion was started with a rate of 62,50ml/h and a volume of 128ml. During the infusion, the upstream alarm and the pressure alarm occurred. The volume was reached at 08:57pm. A new volume of 500ml was selected and the infusion started with a rate of 62,50ml. The infusion was stopped an 2024-02-21 at 00:16am. At this time, 206,2ml was infused. The line was extracted. No other abnormalities were found. 3. Judgment: 3.1 the complaint could not be confirmed.